Manufacturer narrative:
During the onsite investigation, the pt bed was replaced. Root cause was identified as a faulty bed. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A physician reports the bed moves autonomously. No pt harm reported and no further info was provided.